Manufacturer narrative:
The complaint was confirmed and the cause is use related the product returned for evaluation was a 9 5fr d/l groshong cvc. The investigation findings are consistent with catheter damage caused by contact with a sharp instrument. A catheter split was found 1 6cm proximal to the bifurcation microscopic examination of the damage found that the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges, and a planar shape to the fracture surface, were seen which also supported scalpel-induced contact. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The short time frame between the insertion date and the date of discovery suggests this damage likely occurred during insertion. A warning regarding accidental device contact with a sharp instrument is provided in the IFU.

Event description:
Per facility contact, the groshong catheter was returned to her from their lab alleging a crack in the catheter. On (B)(6) 2015, as per the facility, the clinician stated that he was not paying attention in the preflush process that he may have missed the catheter leaking. The catheter was alleged leaking subcutaneously and the pt complained of pain in his arm when the clinician flushed after implantation. The catheter was reportedly removed and another catheter was implanted with no problem. Clinician stated that the catheter was said to have been leaking from the get to when he preflushed it.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history record (lhr) of rezb1529 showed no other similar product complaint(s) from these lot numbers.